Event description:
Pt has history of wearing disposable contact lenses -acuvue, 2 week disposal recommended-. Pt has been wearing contacts for 3 months at a time. Their last eye exam was 3 or 4 years previous but pt had been ordering their contacts over the phone the past years obviously without a valid prescription year to year. Pt refracts having nearly 2.00 diopters of astigmatism, requiring a toric contact, of which just regular acuvue obviously is not. So either the pt's eyes have changed -induced astigmatism- or have changed -induced astigmatism- over years of wearing a poorly fitting contact, and that contact type illegally still being sent to them year to year over the phone, or they substituted regular acuvue for a toric contact that may have been actually prescribed by the pt's dr. Also at this time pt has a bacterial keratitis left eye secondary to wearing wrong type of contact or of wearing contact past its recommended wear time of 2 weeks -of which pt was surprised to learn of the recommended disposal time of acuvue when told by the dr, something which could also have been addressed each year with a valid exam-.